Event description:
It was reported that the patient presented for a follow-up in clinic, post-implant procedure. Upon interrogation, it was noted that the left ventricular was found to be dislodged and exhibited a failure to capture. The lead dislodgement was confirmed via chest x-ray. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.